Manufacturer narrative:
The t:slim x2 pump user guide states that the pump is indicated for use with novolog or humalog u-100 insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm during basal delivery. The cartridge and infusion set tubing were changed. While loading the new tubing, insulin was not observed exiting the tubing. A system check was performed and the infusion set tubing appeared to be blocked. A new tubing was used and insulin delivery was resumed. The customer's blood glucose(bg) level was 350 mg/dl and a correction bolus was delivered to address the bg level. Reportedly, the customer was using apidra insulin in the pump and the contact was aware that apidra was not labeled for use with the pump.